Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device had exhibited a diagnostics anomaly, the battery data was updated, however the results were the same. The device was re-interrogated after reboot, the battery life was displayed at 2-3 years, resistance level did not change.